Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified by inspection of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through an unspecified quantity of one-link non-dehp microbore catheter extension sets. This issue was further described as saline unable to flush through the set. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.